Event description:
User reports one patient with discrepant sodium results. Initial result 119 mmol/l, repeat 135 mmol/l (different analyzer, same methodology). The initial result was reported, the patient was not adversely affected. The field service rep determined damaged ise tubing to be the cause and replaced the tubing. Performance tests performed which were within specification.